Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe station went frozen. A technical support specialist dialed into station to rebooted and the customer performed to login and couple of transactions, it was working fine. The system functioned as intended technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system is frozen. The customer reported that there was trying to dispense medication from station, but door wouldn't open and there was delay in patient's care. There were no adverse events or injuries reported based on this event.